Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose, diabetic ketoacidosis. The customer¿s blood glucose levels were 600 mg/dl and 54 mg/dl. The customer treated high blood glucose with manual injection. The customer also stated that the screen and corner of insulin pump was cracked. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer refused for continue troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass, bleeding on lcd glass and vertical cracked lcd controller.